Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Further information regarding the complaint was requested and from the response it was established that a continuous flush was maintained, the device was inspected prior to deployment and no anomolies were noted. If the device is returned a supplemental report will follow. Boston scientific conducted a device history record (DHR) review and no issues or discrepancies were found which could potentially relate to this complaint. This device met all material, assembly and performance specifications. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly and performance specifications. This reported defect will be monitored and trended.

Event description:
The physician reported the coil in question was used for embolization of the internal thoracic artery. When the coil was delivered along a renegade stc catheter, it uncoiled in the catheter. The physician reported that an attempt was made to retrieve the coil by an attached sheath, however, only the delivery wire was retrieved. The stretched coil remained in the catheter. The physician reported the catheter was pulled out and then the coil was pulled from the catheter. There was no allegation of harm.